Event description:
The fse reported that the left monitor intermittently would not come on. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and tightened the connectors on the monitor and adjusted the monitor power supply. The system operates as intended.